Event description:
New information received indicated that programming change will be made on the device. Patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed and had already exhibited high at implant. No clinical intervention was reported. Device remains implanted.